Event description:
It has been reported that there is a fissure in the slide tube support. There have been no adverse consequences or injuries reported.

Manufacturer narrative:
Other: weldment; slide tube support.